Manufacturer narrative:
Manufacturer narrative: the customer is stating that all the receivers that are on the org-9110a multi patient receiver are showing communication loss. We had the customer power cycle the device, and then all receivers were communicating with the central monitoring system. The customer is running on their own network infrastructure as apposed to one provided by nihon kohden. Our networking team is still investigating to determine if the cause is network related before sending in the unit for evaluation. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
Please refer importer report #: (B)(4).

Manufacturer narrative:
We had the customer power cycle the device, and then all receivers were communicating with the central monitoring system. The customer is running on their own network infrastructure as apposed to one provided by nihon kohden. Our networking team is still investigating to determine if the cause is network related before sending in the unit for eval.